Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported that he was not sure if the unit was in use on patient or not, but there was no patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.